Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was consistent pneumo leakage. It was worse with the 12mm trocars. The procedure was completed without any adverse impact to the patient.

Manufacturer narrative:
(B)(4). Duckbill, leak test failure. The analysis results found that device (a) was received with the duckbill seal open at the slit; therefore it would not open and close as intended during functional testing. A leak test was performed and the instrument was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. (B)(4). These devices does not have obturators. The obturator is the piece of the trocar that have the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.